Event description:
Reporter alleged obtaining a discrepant blood glucose value of 51 mg/dl back to back with a result of 121 mg/dl when testing was performed within mins on a pt using the inform system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.